Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6) 2008 due to pain and sui. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tvh, bilateral uterosacral suspension, and cystoscopy due to stress urinary incontinence and stage 3 pop.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced overactive bladder, intrinsic urethral sphincter deficiency, urinary leakage, difficulty emptying her bladder, constipation, urinary incontinence, urinary tract infection,frequency, and urgency.